Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm and blank display. Customer advised they replaced the battery 5 times, they still have a blank display and received a battery out limit alarm. Troubleshooting for the battery out limit alarm was performed. Customer reported after troubleshooting that the screen is back and the insulin pump is working properly.